Event description:
Rn called rt to patient room due to ventilator alarming and it had shut off. Patient was on high flow oxygen through ventilator. Rt saw ventilator was shut off and alarming. Ventilator had to be emergently swapped out for a new one and was sent to biomed.